Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient couldn't connect with the patient programmer and there was a "call your doctor - 574" error code seen which was reviewed to mean that no programmed parameters had been detected. The implant bit was reset as if it were never programmed before. The 574 error code could not by bypassed. The patient reported that her implantable neurostimulator "depleted the other day" and she stopped feeling stimulation ((B)(6) 2017), so she charged. When the patient charges, she gets 8 coupling boxes, and it charges. She was not doing an antenna locate feature. The last time that the patient had went in for programming was about 6 months prior to the report because she "wasn't quite feeling it." At this appointment, her health care provider had told her to "turn it up." The patient also noted that the stimulator has been taking a long time to charge. The patient woke up on the morning of the report and had pain, so she knew that the stimulation wasn't working. The stimulation is turned on, but she cannot feel stimulation. There were no falls or trauma associated with the event. The patient was redirected to their health care provider to resolve the issue, and no further complications were reported.